Event description:
Filter placement attempted in anti-coagulated pt for pulmonary embolus five days after coronary bypass. Filter became lodged in introducer catheter, could not be deployed. Fortunately the filter was at tip of catheter, not partially in pt. Entire device removed, prolonged hemostasis achieved, and another MFR's filter placed via same femoral vein without incident.